Manufacturer narrative:
User facility report # (B)(4) was received on 15may2020. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
User facility report # (B)(4) was received on 15may2020. It was reported that the patient complained of lightheadedness, syncope, near-syncope presents with right parito-occipital infarct in the setting of international normalized ratio (inr) 1.6 and aspirin 162 mg, normotensive. Incidental finding of subtotal non-occlusive left internal carotid artery (ica) was found during evaluation, however neurology states that patients neurological symptoms would not be explained by this finding.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas, serial number (B)(6) , and the reported events (embolic/ischemic stroke, peripheral thrombus, and syncope) could not be conclusively determined through this investigation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists stroke and thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Thromboembolism is also listed as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU contains information regarding the recommended anticoagulation therapy and international normalized ratio range. No further information was provided. The manufacturer is closing the file on this event.